Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer could not recall if the blood glucose level was impacted. The customer changed the cartridge, infusion set tubing and site. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.